Event description:
IV fluids not infusing though patient IV was patent, brisk blood return and flushing well. Removed flow controller and IV fluids infusing without issue. This issue has happened with 3 other patients. No harm to patients happened. But there is some issue with the flow controllers (dial-a-flow). A crna reported that the flow controller had to removed from the IV tubing in the or for another patient as it wasn't working properly. This problem has occurred occasionally before in the past as well.